Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal a tampon fell apart leaving pieces inside. She manually removed the tampon pieces. The next day she experienced an unusual pressure-like feeling, vaginal discharge and itching. She went to the doctor and a pelvic exam was performed. Doctor did not find any remaining tampon pieces but diagnosed her with a yeast infection and prescribed diflucan. Her symptoms were improving.